Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device was unable to be repaired. The device was returned to the customer with instructions to remove the device from service.

Event description:
The customer contacted stryker to report that their device delivered an abnormal shock. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.